Event description:
The patient reported that she was in a car accident and the seatbelt was over the generator and it caused the leads to be tightened and pulled on her vagus nerve. She noted that this caused her vagus nerve to be bruised and it was aggravated each time the device stimulated. She noted that this would cause pain, muscle spasms, shortness of breath, and bowel issues. The device was turned off temporarily which helped the pain and it was later turned back on at lower levels. No further relevant information has been received to date.